Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead 2003 (B)(6). (B)(4).

Event description:
It was reported that there was an audible alert noted by the patient one day post implant. Interrogation and chest x-ray performed by the physician confirmed that there was a high voltage (hv) set screw issue. The physician decided to do a right ventricular (rv) lead revision to reconnect the hv coil. The implantable cardioverter defibrillator (ICD) and rv lead remain in use. No patient complications have been reported as a result of this event.